Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had electronic component failure. A field service engineer identified that full height drawer 4 had no illumination. The engineer proceeded with replacing the drawer boards to restore functionality. Following the repair, all medications were inventoried, and the drawer was verified to be operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system station was black out. However, there were no delay or adverse events or injuries reported based on this event.